Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a partial display. Customer was not calling after installing a new battery cap. Customer stated that the after installing the new battery monitor the insulin pump and frozen display recurred. No harm requiring medical intervention was reported. The device will be returned for further analysis.

Manufacturer narrative:
After battery installation, no blank display or missing segment or partial display anomaly noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. (B)(4).